Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture on the right ventricular (rv) lead. X-ray confirmed the rv lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.